Event description:
It was reported that the clinician reached out to technical services (ts) for review and consultation of the presenting electrogram (egm). Upon review, it was determined that there was some oversensing on the right atrial (ra) lead. Which was suspected to be caused by the rhythm of the patient, rather than a device issue. Reprogramming optimization was discussed and recommended. At this time, this product remains in service and there were no adverse patient effects reported.